Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, fold crease, wear abrasion, and fluids. A leak test was performed which identified an opening on the posterior side. A microscopic analysis was performed which identified a sharp crease opening on the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the posterior assessed a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.